Manufacturer narrative:
The pump was being used to deliver 2,000.0 mcg/ml of lioresal at 385.0 mcg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer (con) regarding their body ¿went into shock"/withdrawal¿ and the pump alarming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer via company representative regarding a patient with an implanted pump; it was thought that the pump was delivering baclofen. The indication for pump use was intractable spasticity. On (B)(6) 2016 it was reported that the patient's pump was replaced because it had a motor stall. The patient did not want it to happen again, so he wanted the pump replaced. It was unknown if the patient had recently had an MRI. When the pump was interrogated today, there was no motor stall. No patient symptoms were reported and the reporter had no additional history regarding the event. Additional information was received on 06-sep-2016 from a healthcare professional and it was reported that the symptom related to the motor stall was a fluctuation in tone. The troubleshooting performed was checking the catheter and the estimated volume in the pump. The cause of the motor stall was not determined.

Manufacturer narrative:
Analysis of the pump indicated high battery resistance. As received the reservoir was empty and running in simple continuous infusion mode. Pump memory logs were gathered. Evidence in the pump logs show that the pump had a low battery reset while implanted. Infusion history log shows that the pump was running in a flex dose infusion mode, the reset occurred 2 minutes into a 5 minute bolus. The pump logs and information in this file show that the pump was reprogrammed to a simple continuous infusion mode, thereafter continued to run without incident. The lab technician did not find any evidence that a motor stall had occurred based on the pump log data, full destructive analysis was performed anyway to rule out everything. Motor function testing was performed and the pump did reset during the testing. Battery resistance testing was performed and the test failed with a high resistance battery. Hybrid function was tested and passed testing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.